Event description:
It was reported that as the surgeon attempted to insert the micl13.2 implantable collamer lens, the back haptic tore as it was advancing through the injector. There was eye contact but the lens was not inserted. The back up lens was successfully implanted.

Manufacturer narrative:
(B)(4) - no consequences or impact to patient, haptic damaged in delivery system. Evaluation: method - lens work order search. Results: a lens work order search was performed and there were no similar complaints found within the work order. (B)(4).

Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed the lens was returned in liquid and a pieces of a haptic were torn off and missing. Based on the complaint history, work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).